Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the result obtained. The expected fasting blood glucose test result range is 120 to 130 mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. During the call on (B)(6) 2017, a back to back blood test was performed non-fasting by the customer and produced test results of 279 and 290 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 10/24/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history. (Date/time not stored correctly) (B)(6). Customer is concerned with high readings.